Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connection issues and abnormal voltages were confirmed during evaluation of the returned heartmate 3 system controller. Upon arrival of the controller, a broken pin was observed to be stuck in the black power cable¿s connector. It was noted that this pin does not have a function in the black cable and would not affect the ability of the controller to operate, other than compromising the security of the connection. By design, the pin in this location is not present within 14v battery clips. Therefore, the broken pin was suspected to have belonged to the mobile power unit patient cable. The pin was removed, and the controller was then functionally tested. The controller passed all testing procedures, and no atypical alarms were produced. The downloaded log file was then reviewed, containing approximately 3 days of information (B)(6) 2023 per the timestamp). At 10:22:30 on (B)(6) 2023, the black power cable appeared to be connected to the power module; however, the rsoc and voltage of the cable were observed to fluctuate. These fluctuations resulted in the activation of an atypical power cable disconnect alarm at 10:22:48. The alarm resolved shortly later when the cable was securely reconnected to a 14v battery. These fluctuations and alarms are consistent with the connection issue that the pin stuck in the controller would have caused. The ability of the controller to operate the pump was not affected, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. Provided information indicated that the issue resolved following the exchange of the controller. The root cause of the reported connection issues and atypical alarms was determined to be the broken pin that was stuck within the black connector. Review of the device history record for the system controller showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿ describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having difficulty connecting with mobile power unit (mpu) and was seen in clinic. A low voltage alarm was noted by the ventricular assist device (vad) coordinator as well. A broken pin in black power cord of the system controller was found. The controller was exchanged. It was unknown where the pin came from. The low voltage alarm and the connection difficulty resolved with the controller exchange.

Manufacturer narrative:
Related mpu is reported under MFR# 2916596-2023-04223 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of connection issues and abnormal voltages were confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Upon arrival of the controller, a broken pin was observed to be stuck in the black power cable¿s connector. It was noted that this pin does not have a function in the black cable and would not affect the ability of the controller to operate, other than compromising the security of the connection. The pin was removed, and the controller was then functionally tested. The controller passed all testing procedures, and no atypical alarms were produced. The downloaded log file was then reviewed, containing approximately 3 days of information (B)(6)2023 to (B)(6) 2023 per the timestamp). At 10:22:30 on (B)(6) 2023, the black power cable appeared to be connected to the power module; however, the rsoc and voltage of the cable were observed to fluctuate. These fluctuations resulted in the activation of an atypical power cable disconnect alarm at 10:22:48. The alarm resolved shortly later when the cable was securely reconnected to a 14v battery. These fluctuations and alarms are consistent with the connection issue that the pin stuck in the controller would have caused. The ability of the controller to operate the pump was not affected, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. Provided information indicated that the issue resolved following the exchange of the controller. The root cause of the reported connection issues and atypical alarms was determined to be the broken pin that was stuck within the black connector. The origin of the damaged pin is not known at this time. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was a bent pin on the black power jack on the mobile power unit (mpu). It was thought that another pin was dislodged and this one just was pushed out of the way. Related manufacturer report number: 2916596-2023-04223.